Event description:
The customer reported a water spill on the work station with a buring smell. Water has gone into the monitor.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.